Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller battery was depleting in about 6 days now where it used to last about 3 weeks. The patient (pt) stated that they had not been charging the implant more often. Pt did not see any damage to battery compartment and said the battery pack looked fine, but there were brighter dots in the center of the battery connections. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they received the replacement controller battery but the issue was with their implant battery. Patient stated the implant used to last 3 weeks but is now draining in 4 days. Patient said right now the controller is 90% and holding charge just fine but the implant is 30%. Patient stated they last charged about 4 days ago. Patient did note that they have increased their stimulation recently but didn't want to increase it too much. Agent reviewed information and redirected to hcp for further investigation. Agent also sent email to the field for visibility.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6). Product type accessory product ID m995402a001, serial# (B)(6). Product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). It was reported that they were never redirected to their doctor that did the implant. The pt turned the system on and off systematically to resolve the fast implant battery depletion. It did not work for pt and the issue has not been resolved.